Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis. Visual inspection was performed under normal conditions of illumination and found no discrepancies. During analysis, the returned sample was connected to a cadd legacy plus pump to look for unusual functions. The sample was fully priming and connected without difficulty, the pump was set running and any alarm was not activated. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd cassette reservoir was giving occlusion alarm. There was no patient injury due to the reported event.